Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit alarm, or failed battery test alarms were noted during testing. All of the buttons functioned properly. No damage was noted to the keypad traces. The keypad connector was locked. No excessive no delivery alarm was noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high and low blood glucose. The customer also reported that he received no delivery alarms and off no power alarm. The customer reported that the act and up arrow buttons were unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 99 mg/dl at the time of incident. The customer stated that he had blood glucose of 107 mg/dl and 43 mg/dl. The customer stated that he took manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.